Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product gn200 - lektrafuse hf generator bipolar. According to the complaint description, the nerve stimulator monitoring system(nim, medtronic ) used in the surgery reacted and its value decreased during caiman output. Since purchasing this device, complications due to minor nerve damage have occurred in two consecutive cases. The cause, according to the surgeon, seems to be heating of the product. Concerning the patients who experienced complications, their neurological function recovered within several weeks after the surgery, and there was not serious sequelae. When the event occurred, the mode that was used was "standard mode."the instrument used together was pl753su. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved component: pl753su/caiman maryland articulating d5/440mm - lot unknown.

Manufacturer narrative:
According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event was reassessed and is no longer considered reportable for the following reason - - no failure detected investigation results: aag received the product without original packaging in used condition. The investigation was performed by the responsible production department. The investigation did not reveal a product deviation. The output power has been checked and all parameters are within the tolerance range. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Conclusion and preventive measures: no failure could be detected during investigation. All parameters are within the specifications. Based upon the investigation results, a CAPA is not necessary.